Event description:
A home patient's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 1 of his automated peritoneal dialysis therapy. Reportedly, the home patient disconnected their transfer set from the patient line of the homechoice set. After receiving the alarm the home patient reconnected to the setup and attempted to proceed with therapy. Baxter's technical service center assisted the home patient's spouse in ending the threapy early. Therapy was completed by setting up with new supplies. No patient injury or medical intervention was associated with this incident per the home patient's spouse.